Event description:
Event description guidant received information that the patient with this pacemaker experienced intermittent loss of ventricular capture during a resting electrocardiogram. The patient was not symptomatic. An exercise test and provacative testing were performed and no loss of capture or oversensing was observed. The electrograms were clean. The field representative believes this to be a device issue rather than a lead issue based on the testing and since this device is part of failure mode 1 of the insignia advisory. Information was faxed to technical services for review. Guidant received additional information that the impedance measurements for both competitor's leads remained stable and the loss of capture was unable to be duplicated through testing.